Event description:
A pump malfunction was reported by the customer as the screen went dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to connect the pump to a known working power source, after which the display turned on, and the malfunction code represented as "malf 16" was noted. The issue was resolved after the customer reset the pump, and technical support confirmed that no further actions were needed. The customer was advised to call back if the malfunction code reappeared, and they understood and acknowledged this guidance.